Event description:
Reporter indicated a vns dell x50 computer was not holding a charge. The suspect computer and flashcard have been returned and are pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned computer and flashcard. An analysis was performed on the handheld computer and no anomalies associated with the computer performance were noted during testing using the ac adapter or the main battery with a full charge. The computer performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.